Event description:
Physician was attempting to use an everflex entrust self-expanding stent during procedure to treat a lesion in the superficial femoral artery (sfa). There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that deployment issue of partial deployment occurred. There was no damage to the deployment mechanisms or device handle prior to deployment issue. The thumbswitch/lock-pin was checked for securement prior to procedure. The lock-pin was removed prior to deployment. The device did not pass through a previously deployed stent. Additional covered stent was placed inside everflex to complete the procedure. No patient symptoms or complications associated with this event. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.